Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements and intermittent loss of capture (loc) lasting more than two seconds. Surgical intervention was performed and the lead was successfully repositioned. The lead remains in service. Besides surgical intervention, no adverse patient effects were reported.